Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the unit, and the reported phenomenon was not duplicated despite run testing. No anomaly was found. The device was returned unrepaired.

Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device shut down when a power supply was pulled out during use. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported. After the event occurred, the unit was swapped with the same model. There was no delay in therapy nor medical intervention except for swapping unit was reported due to this failure.